Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing pulled apart and disconnected from the y-site. The following information was provided by the initial reporter: "nurse propping for patient arrival took bd alaris pump infusion set tubing out of package to prime with 0.9 ns. While unraveling tubing the nurse discovered that the tubing had pulled apart and disconnected from one of the y-sites."

Manufacturer narrative:
The initial reporter also notified the FDA via medwatch # (B)(4). Investigation summary: the customer reported a separation on a material #2426-0007 set right out of the packaging. The sample was clearly separated at the inlet of the middle smart site, and the complaint is verified. Microscope analysis found the root cause to be shallow insertion depth, as there was evidence of solvent applied to the connection. The smart site and the tubing both passed dimensional analysis. Root cause traced to the assembly process. No other failure modes observed. A device history record review for model 2426-0007 lot number 21089037 was performed. (B)(4. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.